Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? It was reported that "the emergency situation during the surgery could easily lead to the inability to suture and stop bleeding in a timely manner, and there was a risk of massive bleeding". Was bleeding observed or only the risk? Event date was entered as (B)(6) 2023 and procedure date as (B)(6) 2023. Could you please confirm the date the issue occurred? A manufacturing record evaluation was performed for the finished device lot number and no non conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. The suture was broken when the surgeon attempted to sew the lower segment of the uterus. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested